Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section g. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this pb560 ventilator had no visual or audio alarm, ventilation stopped and the screen froze. The patient was placed on an alternate ventilator without injury.

Manufacturer narrative:
Correction section d1 and d3 update to section d9 due to device return correction section g: there is no 510k number associated with this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. Update to section h6 due to part return and analysis: method code - remove b17 and add b01 result code - remove c20 and add c02and c13 component code - remove g07003 and add g07001 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb560 ventilator had no visual or audio alarm, ventilation stopped and the screen froze. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issues but additionally sp found logs were disappeared, so replaced the central processing unit (cpu) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One cpu pcba was received for failure analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The investigation could not confirm the reported issue but found issue with cpu pcba as secondary issue, a cause to the reported issue was not determined.the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d3 correction section d9 was updated due to part return section h6 evaluation codes updated due to part return: method - remove 17 and add b01 result - remove c20 and add c13 component - remove g07003 and add g07001 h3 device evaluation summary: updated due to part return it was reported that while in use on a patient, this pb560 ventilator had no visual and audio alarm, ventilation stopped and the screen froze. The service personnel (sp) inspected the ventilator and could not reproduce or confirm the reported issues. Additionally sp found logs had disappeared; therefore, replaced the central processing unit (cpu) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The investigation could not confirm or determine a cause of the reported issue but as a secondary finding found an issue with the cpu pcba. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.